Event description:
It was reported that the patient with this implantable lead had exhibited infection. A revision was performed and the crt-p along with the right ventricular (rv) lead, right atrial (ra) lead and this implantable lead were explanted. No additional adverse patient effects were reported. Reference reports: mw5158986, mw5158987, mw5158989. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).